Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during induction testing at an implant, undersensing on the discrimination channel was noted.